Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the aortic cutter was bent. A replacement device was used to complete the procedure. The hosp did not report any pt effects.